Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to removal difficulty issues. This lead was then successfully replaced. No additional adverse patient effects were reported. (B)(4).